Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: neu_pouch_acc, serial# unknown, product type: accessory.

Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6) year-old, female patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, the patient's pump flipped on its side and was sticking out. The patient called their healthcare provider (hcp) and was instructed on how to massage the pump back down. On (B)(6) 2016, the patient went in for an appointment, but was unable to see the hcp until (B)(6) 2016. The pump was flipping "which means the netting it was inside of has come loose." The patient was afraid the catheter was kinking and that she would go through withdrawal. A nuclear study was going to be ordered for the pump flipping. There was no troubleshooting done yet, and no actions or interventions taken yet. The cause of the pump flipping was unknown. The results from the pump study would be unavailable for a while.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. Product ID neu_pouch_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) when follow up was performed to clarify what was meant by the report that the netting the pump was inside had come loose and if that meant the sutures or tissue had come loose. The hcp's office reported in response that the stitches or sutures "may have" come loose but they would not know for sure until the patient had surgery. The surgery had not yet been scheduled. Further information was then also received from a hcp on 05/03/2016. It was reported the patient had been receiving the following: clonidine 274 mcg/ml at 57.76 mcg per day, bupivacaine 35 mg/ml at 7.352 mg per day and sufenta 100 mcg/ml at 21.01 mcg per day. It had been confirmed the catheter was kinked via cap (catheter access port) aspiration. The patient was experiencing withdrawal type symptoms that had been sudden in onset. The event date was noted to be (B)(6) 2016. The reported flipped pump had also been confirmed as the pump had been moving around "for some time" and last month they noticed it was flipped. It was not known how many times total the pump might have flipped. The plan was to revise the catheter and they likely would replace the pump at the same time. It wasn't known as of 05/03/2016 if the pump flipping caused the catheter kink. Then, on 05/13/2016, information was received from a hcp via a device manufacturer representative (rep) it was reported the revision was performed that day and the device system was replaced. The new drug was sufentanil 25 mcg/ml at 1.201 mcg per day. Further information was not provided including the specific withdrawal symptoms, if the cause of the event was determined or if the issue with the mesh pouch was determined/confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was noted that the kinked catheter was confirmed to be due to the flipped pump. The mesh pouch was fully intact and covering the pump. The only thing that looked "out of bounds" was that the catheter was severely kinked. It looked like the pump may have flipped multiple times.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-mar-29 from a healthcare professional (hcp). It was reported that the patient experienced the withdrawal symptoms of tremors and nausea. As troubleshooting in regards to the pump movement/flipping and catheter kink a nuclear medicine pump study was done. The hcp reported the finding/impression of obstruction of pump catheter. As an action/intervention the pump was replaced along with the catheter on (B)(6) 2016. The cause of the pump movement/flipping was determined to be floppiness of abdominal wall caused the pump to be loose in the pocket. When asked to clarify the reported issue of the mesh pouch regarding the netting the pump was inside of had come loose the hcp noted that per the operative report it was indicated that the pump was loose in its pocket. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.